Manufacturer narrative:
(B)(4). Based on new information found during the investigation of the device this incident was reassessed and determined to be reportable. Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The instrument was received partially applied with nine remaining clips. Visual inspection of instrument revealed no abnormalities. Functionally, the instrument was first fired once in air and proper clip formation was confirmed. Seven clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. The eighth clip was applied malformed. Based on the evaluation findings, the root cause of the reported condition was attributed to a jaw width which was found to be lower than the manufacturing target. The returned sample as received by (B)(4) was found not to meet specifications due to the malformed clip and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A corrective action has been initiated to prevent this condition from recurring. The file will be closed as an assembly error. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: during a mastectomy procedure, the surgeon was unable to fire the clip applier. The mechanism was stuck. Another clip applier was used.